Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was reported that shaft break occurred. The target lesion was located in the proximal circumflex artery. A 3.00 x 16 synergy ii drug-eluting stent was advanced to treat the lesion. However, as the device attempted to enter the guide, the stent was kinked in the middle of the shaft. When the device was pulled back, an attempt to straighten the shaft was made; however, the shaft broke. No patient complications were reported.